Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The cardan joint nearest the blue knob was observed to be broken. The production records were reviewed and no discrepancies were identified. The failure is contained within the risk management files and falls within the predicted occurrence range. No further investigation required. Event date not reported. Complaint information provided by distributor, (B)(4). Foreign as the reported event occurred in (B)(6).

Event description:
It was reported that the instrument broke during surgery. The problem was managed with same like product. No adverse events, surgical delay nor patient consequence were reported as a result of the malfunction.